Event description:
The anatomy of the pt's eye could not hold the iol. The incision was enlarged to remove and replace the lens, so a lens had to be placed in the sulcus. The reporter noted there was nothing wrong with the iol.